Event description:
Meter was reported to in the wrong unit of measurement. It was in mmmol/l measurement instead of mg/dl. Previously, the meter was set in the correct unit of measurement and the pt had not changed it in the meter setting. Pt had taken the meter to the pharmacy to see if the meter was functioning correctly. Pt did not receive any medical attention or treatment and there is no adverse event reported. This case is reported as a malfunction since the issue was not resolved.